Event description:
It was reported that the patient experienced withdrawal with a return of spasticity. This occurred while weaning baclofen because of an infection and likely removal of the device. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.